Event description:
The customer stated that she ran out of insulin, and her blood glucose reading was 471 mg/dl. The paramedics were called, and the customer was taken to the hospital for treatment. The customer had not received her shipment of insulin, causing her blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.